Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the cause of the reported event could not be conclusively determined. If additional information is received at a later time this report will be supplemented accordingly. The user manual warns users: "electrodes and probes used with monitoring, stimulation, and imaging devices (or similar equipment) can provide a path for high frequency current even if they are isolated. To reduce the risk of an inadvertent burn at the electrode site, place the electrode and / or probe as far away as possible from the electrosurgical site."

Event description:
Olympus was informed that during an unspecified procedure, the electrode and its cord burnt up. There were no generator errors observed or indications of an issue. The intended procedure was completed with the same device. There was no user or patient harm reported. The generator still functions and there was no damage done to the generator when the electrode and cord burned. No further information was provided.